Manufacturer narrative:
This event was split into 2 cases,(B)(4) because it involved both an exactech device and a blueortho device. According the information provided, the surgeon noticed the coracoid was broken after he impacted the baseplate. A CT scan was analyzed to determine if anything related to the coracoid anatomy and bone density would indicate an increased risk of fracture, and no indications presented a risk ahead of this procedure. The surgeon sutured the coracoid back together and does not think it will be an issue. The surgeon reported the implant position on the postoperative x-ray was satisfactory. Blue ortho suspects the tracker fixation on the coracoid caused the event. The following sections have additional/updated info: (g4) date received by manufacturer

Manufacturer narrative:
Pending evaluation.

Event description:
Coracoid fractured occurred when impacting the baseplate. Reverse screws put in manually. Coracoid was sutured back together. Surgeon does not think it will be an issue.